Event description:
The manufacturer received info alleging the ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, errors related to the sensor board were observed in the device's downloaded error log. The sensor board was replaced to address the issue.